Event description:
A patient serum sample generated a result of 4.0 ng/ml with the axsym troponin-I assay (lot 07210m301). The following day, a new sample was drawn into a plasma collection tube (heparin) and tested for troponin-I with the same lot of reagent and generated a result of less than 0.1 ng/ml. The serum tube from the day before was retested with a result of 4.8 ng/ml. The plasma heparin tube sample was also repeated, generating a result of less than 0.1 ng/ml. A cardiac catheterization was performed that revealed no cardiac damage. Controls on all runs were within specifications. There was no further impact to patient management reported.